Event description:
User facility voluntary medwatch was received from cdrh that stated the following: "plum y-type was set up on hospira plum a+3. When the nurse returned the nurse noticed the tubing near the cassette was clipped. Blood leaked from the tubing. Equipment has been returned to rental company. I have been informed the same issue had occurred before. No pt harmed. Pt was not specified." Due to the anonymity of the report, no additional information could be obtained.

Manufacturer narrative:
(B)(4). Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported device breakage and leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.